Manufacturer narrative:
The customer reported receiving "no sensor detected" alerts after receiving his new sensor on (B)(6) 2024. The customer started experiencing this issue immediately after getting the sensor inserted. When the hcp assisted the customer at the clinic, they were able to obtain only one bar from the placement guide. The customer care tried to troubleshoot the issue by asking the customer to perform a placement test, but no good signal was obtained. The signal strength remained poor. A transmitter diagnostic log was requested to perform additional evaluation, but the customer could not do it as no computer was available. The issue was escalated to technical support team who issued a transmitter replacement to help resolve the issue. However, the issue persisted even with the new transmitter. The customer was then redirected to hcp to discuss about next steps. Meanwhile, the distributor decided to offer a courtesy replacement of the sensor. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where the user reported receiving several "no sensor detected" alerts. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.